Event description:
It was reported that during pre-surgery, it was observed that the cord came apart on the motor device and wires were exposed. There were no delays to a planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord was separated from the motor. Therefore, the reported condition was confirmed. It was determined that this was caused by extreme pulling while wiping the cord down during cleaning procedures. The assignable root cause was determined to be component damage caused by misuse, abuse and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.